Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted on (B)(6) 2017 due to cerebral hemorrhage and hydrocephalus. According to the report, in (B)(6) an ¿epidural effusion¿ was noted and the patient was in a coma. It was reportedly unknown if a device related issue caused or contributed to the patient¿s symptoms or coma. The patient¿s current status was reported as ¿well¿ as of (B)(6) and the device remained implanted.